Manufacturer narrative:
Initially, it was assessed that this was a hemostatic valve separation. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-aug-2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 24-aug-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. When priming the product, the valve part is visually misaligned. The valve was not at the proper place. The dilator is not able to be inserted and assembly is not possible. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient; therefore, no air entered the patient¿s body nor blood return. The sheath was replaced, and the procedure was completed without patient consequence. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review was performed for the finished device 00001578 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000942943 per an internal review on 13-sep-2021, it was noticed that the manufacture date of 25-feb-2021 was inadvertently omitted from the follow up report mwr-17082021-0001020380. Therefore, 4. Device manufacture date was updated.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. When priming the product, the valve part is visually misaligned. The valve was not at the proper place. The dilator is not able to be inserted and assembly is not possible. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. The sheath was not being used on the patient; therefore, no air entered the patients body nor blood return. The sheath was replaced, and the procedure was completed without patient consequence.